Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a preprogram alarm/check settings alarm. Customer's blood glucose was 380 mg/dl at the time of the incident. Customer was advised that the check settings alarm will always occur after exiting the training mode. Customer also had a high blood glucose incident with a blood glucose of 415 mg/dl. Customer had received a pump and after connecting to it, she had a high blood glucose. Customer was dehydrated and tired. Customer treated via syringe. Customer went to change the set and saw that the pump was in training mode. Customer changed the set and after a few hours, the customer decided to discontinue use of the pump. Customer reverted to syringes. Customer came back to the pump and attempted to change the reservoir again without rewinding the pump first. Customer stated that the insulin squirted out the end of the tubing. Customer declined to finish troubleshooting since they found the true cause of the high blood glucose.